Event description:
Consumer reported complaint for error message (e-2). The customer reported experiencing blurry vision; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 09/20/2025 and open vial date is less than one week.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.